Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been experiencing low blood glucose levels since they started using the insulin pump. The customer's blood glucose was above 40 mg/dl. They stated that they had been making adjustments to the insulin pump themselves because the device had been delivering too much insulin. The customer stated that they have been a diabetic for 60 years and can get to a blood glucose level of 35 mg/dl and not go to the hospital. The customer stated that they recently had a low blood glucose level incident and had to treat with juice. At the time of the phone call the customer's blood glucose was 141 mg/dl. The drive support cap was recessed and no problems were found during troubleshooting process. However, the reservoir showed more insulin that what was showing on the status screen of the insulin pump. There was also a sensor issue noted. Nothing further was reported.